Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was symptomatic with bradycardia. In addition, loss of capture on the right ventricular lead was noted along with increased pace/sense output. The loss of capture was surgically corrected with a lead repositioning. The lead remains in use. No patient complications were reported as a result of this event.